Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an upstream occlusion alarm. They confirmed tubing was clear of any occlusions and the bag was fully spiked but were unable to review the settings as the keypad was not working due to the alarm. Troubleshooting was performed, the batteries were removed, and the tubing was clamped near port. The cassette was also removed, and the tubing was massaged while pressing the green flow stop down. It was noted that air bubbles were present in the cassette tubing. The cassette was taped on a hard surface and attached to the pump. The pump turned on and settings were reviewed, however, upon restart, the alarm returned. The process was repeated, and the alarm persisted. The pump was off, and the tubing clamped. There was no patient harm reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.